Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was noted on the patient's right ventricular lead. The physician suspected that ring electrode is the cause of high threshold. The lead was explanted and replaced. The patient was stable and recovering.